Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for investigation. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. There was no report of leaks noted during preparation for use, suggesting that the damage likely occurred during use. In this case, it may be possible that the balloon rupture is a result of interaction between the balloon material and the lesion site, which was described as mildly calcified. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. The rated burst pressure for this balloon is labeled as 15 bars (or 14.8 atm). To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the balloon rupture could not be determined; however, there is no indication to suggest a product quality deficiency.

Event description:
It was reported that during the first inflation in the mildly calcified, 90% stenosed lesion in the common iliac artery, the foxcross balloon ruptured at 8 atmospheres, below rated burst pressure, when inflated for 15 seconds. The entire balloon was removed without difficulty and there was no adverse patient effect. Though requested no additional information was provided.